Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the refrigerator not being detected on the bus during the hardware test, which prevented diagnostics from being performed. A field service engineer verified that the cable connecting the communication lead in the refrigerator was disconnected. A field service engineer reconnected the network cable at the communication sled and restarted the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es refrigerator not functioning properly and was out of range. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.